Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked in two locations. In addition, a tear was found where the tip of the formed needle meets the exposed portion of the soft cannula. Fluid was observed exiting the tear within the exposed portion of the soft cannula during a leak test. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 23 mmol/l (414 mg/dl). The patient removed the pod and reported the cannula was bent. The patient treated the hyperglycemia by applying a new pod and delivering a bolus. The pod was worn between 24 and 36 hours on the abdomen.